Event description:
Rptr alleged that the lancet from the multiclix drum broke off into the customer's finger. No action or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.